Event description:
It was reported that z-syndrome was noted approximately 9 months post implant. The patient noticed decrease in vision. The patient also had elevated intra-ocular pressure. The lens was exchanged with another model lens. This report refers to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.